Event description:
The provider states, the front right wheel has broken off at the weld and the end user is (B)(6) lbs. She states, the issue occurred when the end user sat on the rollator and the weld snapped dumping him on the floor. No injury alleged.